Manufacturer narrative:
Other applicable components are: product ID: 3389-28, lot #: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient's lead deviated 20mm deeper than the target position due to lead dislocation which occurred during daily life. The original procedure had great issue. When the implantation was performed in the old days, the burr hole cap was not used; fixation was performed using bone cement. As a result, inadequate fixation was considered to be caused. Reoperation was performed, and the lead was pulled up while taking x-ray images. The skull was fixed with a plate. The device remained implanted and the issue was considered resolved. No patient symptoms or further complications were reported as a result of this event.